Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated that headlight was hanging on by one screw. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the headlight may lead to the headlight detachment and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated, that headlight was hanging on by one screw. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the headlight may lead to the headlight detachment and serious injury.